Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that nim tube was initially used during hemithyroidectomy and intubation and fixation without any problems. The surgeon indicated there was no signal. Repositioned the tube but no effect.

Manufacturer narrative:
The device has not been returned for evaluation. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The trivantage tube did not work. There was no patient impact or injury; another package was opened and the procedure was completed.